Event description:
During time of removal of the port-a-cath it broke leaving a large piece of the port-a-cath behind in the venous system. Pt was transferred to another facility for removal. During time of removal the catheter was found to be very friable and broke again, however, all the catheter was able to be removed. The physician has questioned the longevity of this type of catheter.